Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on the transaction of duodenum and of the distal part of stomach, the first reload could not be loaded onto the device. For the second reload, the device was able to fire, but the staple line was incomplete distally and a new reload was used to fix the staple line. There was no patient injury.